Event description:
The customer stated that she performed a blood glucose test using her 2 contour meters. The customer's older meter read 12 mg/dl, while the new meter read 172 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. On another occasion, the older meter read "lo" while the other meter read 295 mg/dl. The difference between those readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.